Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, a clindex notification was received via email indicating that information had been obtained from a clinical study (shoulder arthroplasty registry, iirr 00608). The subject¿s initial right reverse shoulder arthroplasty had been performed on (B)(6) 2024 using the univers revers apex implant system. According to the report, the patient was approximately four months post¿right reverse shoulder arthroplasty when they reported a fall on (B)(6) 2024 during a clinic visit with the principal investigator (pi) on (B)(6) 2024. A CT scan was ordered, and the patient returned for a follow-up visit with the pi on (B)(6) 2025. On (B)(6) 2025: at a follow-up visit, the pi noted that the patient should follow up with their primary care provider due to frequent falls and that a revision arthroplasty might be required in the future. The patient continued to report pain at subsequent follow-up visits and was scheduled for another appointment on (B)(6) 2026. On (B)(6) 2025: the CT scan demonstrated a scapular fracture. The patient reported pain, limited range of motion (rom), and moderate weakness. A follow-up visit with the pi was scheduled for on (B)(6) 2025. On (B)(6) 2026: although no january visit occurred, the patient was seen on (B)(6) 2026 and reported ongoing pain and inability to raise the arm above 90 degrees. Occasional instability and nighttime pain were also noted. On (B)(6) 2025 update: the patient reported mild pain and limited rom, though symptoms had improved. On (B)(6) 2026: during follow-up, the patient was reported to have failed conservative treatment and was scheduled for revision surgery of the right reverse total shoulder arthroplasty on (B)(6) 2026. On (B)(6) 2026: the patient underwent revision of the right reverse total shoulder arthroplasty, including exchange of the glenosphere and humeral component, as well as major bone grafting of a contained glenoid defect. The healthcare provider stated that the reported events were not related to the devices. Additional information was received on 01-apr-2026: it was confirmed that the patient experienced a fall on (B)(6) 2024, and this traumatic event was determined to have directly contributed to the scapular fracture identified on CT imaging. The fracture was further characterized as involving the superior half of the glenoid. Following clinical evaluation, the surgeon determined that the fracture was trauma related and not attributable to the implant, surgical technique, or other device related factors. Prior to the revision procedure, there were no concerns for implant failure, wear, loosening, or malalignment. The following arthrex products were implanted on (B)(6) 2024 univers revers modular glenoid system, size 24 mm with full wedge 20-degree configuration, including a 25 mm post and peripheral locked screws, an univers revers glenosphere, size 39 + 4 mm lateral, an univers revers humeral stem, apex size 10, an univers revers humeral suturecup, size 36 center, and an humeral insert, size 36 + 3 for 39 mm glenosphere. During the revision procedure performed on (B)(6) 2026, the following arthrex components were explanted: the glenoid component, the glenoid central screw, the peripheral screws, the baseplate, and the posts. Based on the available information, the scapular fracture and need for revision surgery were attributed to traumatic injury, with no evidence of device malfunction or product deficiency identified.